Event description:
The MFR received info alleging a ventilator had low oxygen inlet pressure and low oxygen flow. A "service required" alarm condition occurred. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the reported problem was duplicated. A "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.